Event description:
The user facility informed the manufacturer's sales representative of the following: patient ready to ablate. Pump failed in middle of case. Pump states pump cannot be stated, crack on pump noted. Unable to complete case. Further information from sales representative is that anesthesia changed the settings on pump.

Manufacturer narrative:
The pump has been returned to the manufactuter and his awaiting investigation and analysis.